Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural pci post index procedure based on the received adjudication minutes. This is a (B)(6) male, with medical history including angina, most recent CABG (B)(6) 2009, family history of coronary artery disease, hyperlipidemia, chronic pulmonary disease, diabetes mellitus type ii, smoking within 30 days, and back pain. At the time of the index procedure, angiography revealed 95% stenosis in the left main coronary artery. The indication for the procedure was stable angina pectoris. The lesion was described as 25 mm in length, class b2, moderately calcified, severely tortuous, and de novo. As a planned procedure, the lesion was pre-dilated with a 3 x 12 mm balloon at 22 atm and a 2.5 x 23 mm cypher rx was implanted at 22 atm. The stent was post-dilated with a 3 x 12 mm balloon at 22 atm as a standard procedure. Consequently, a second 3.5 x 13 mm cypher rx was deployed overlapping proximally to the initial stent at 22 atm to fully cover the lesion. Six - twelve hours post index procedure, the troponin I was 0.31 (0.04 unl) which was later diagnosed as a periprocedural pci (mi) based on the received adjudication minutes however the ECG core lab reported no new major st-t abnormalities, no q waves and inadequate tracing quality due to severe artifact. There were no procedural or angiographic complications and the patient was discharged the following day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15096569 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00318 and 3003742446-2012-00319.

Event description:
As reported from the (B)(4) study, a patient experienced periprocedural pci post index procedure based on the received adjudication minutes. At the time of the index procedure, angiography revealed 95% stenosis in the left main coronary artery. The indication for the procedure was stable angina pectoris. The lesion was described as 25mm in length, class b2, moderately calcified, severely tortuous, and de novo. As a planned procedure, the lesion was pre-dilated with a 3 x 12mm balloon at 22atm and a 2.5 x 23mm cypher rx was implanted at 22atm. The stent was post-dilated with a 3 x 12mm balloon at 22atm as a standard procedure. Consequently, a second 3.5 x 13mm cypher rx was deployed overlapping proximally to the initial stent at 22atm to fully cover the lesion. At 6-12 hours post index procedure, the troponin I was 0.31 (0.04 unl) which was later diagnosed as a periprocedural pci (mi) based on the received adjudication minutes however the ECG core lab reported no new major st-t abnormalities, no q waves and inadequate tracing quality due to severe artifact. There were no procedural or angiographic complications and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications included aspirin, bivalirudin, coreg, crestor, metformin, niaspan, plavix, and prasugrel. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00318 and 3003742446-2012-00319.